Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva meter 53531342656. Reference medwatch with patient identifier (B)(6) for the aviva meter (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 136 mg/dl, 134 mg/dl (aviva 53531342656) and 72 mg/dl, 71 mg/dl (aviva 53528766434) customer felt a little shakey but felt better after eating a bowl of oatmeal. No adverse event reported. Requested return of suspect device and replacement was sent.